Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 500dm29 heart valve, implanted: (B)(6) 2009. (B)(4).

Event description:
It was reported that during the patient's open heart surgery, the physician did not believe the device was providing proper capture, so a temporary pacemaker was used. A clinician later indicated that oversensing and noise were observed on ventricle and atrial high rate episodes, which occurred at the same time as the surgery. It was further reported that electromagnetic interference (emi) may have occurred with the device. The device remains in use. No patient complications have been reported as a result of this event.